Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported that stimulation never helped with her pain and she was getting the ins taken out on (B)(6) 2015 if not sooner. The patient indicated the stimulator was causing her migraines to be frequent, almost every day, and the connection where the extension meets the lead was causing pain since (B)(6) 2015. Follow-up information is being conducted to determine the cause of the event. If received, a supplemental report will be submitted. Indication for use included headache and spinal pain. Additional information received from the health care professional reported that the patient decided her vision issues were due to her therapy and wanted it removed. It was working well for headaches. Additional information received from the healthcare provider (hcp) reported via the manufacturer's representative (rep) system explant was planned for (B)(6) 2016. Refer to manufacturing report #3004209178-2015-21436. Refer to manufacturing report #6000153-2015-00446. Refer to manufacturing report #6000153-2015-00447. Refer to manufacturing report #6000153-2015-00448.